Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted t-handle confirmed the attachment end is damaged/stripped and non-functional. Visual examination found wear on the attachment end and areas of deformation on the flats. The root cause is attributed to product wear out. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
T-handle is not holding.